Manufacturer narrative:
The serial number of the device was requested but was not provided, therefore the expiration date, manufacture date and age of device are unknown. Manufacturer's investigation conclusion: no product was returned to the manufacturer for analysis; however, low voltage and no external power alarms were confirmed based on the information recorded in the submitted system controller log file. Analysis of the data revealed that the low voltage levels occurred while the patient's lvad system was powered by a mobile power unit (mpu), and power to the mpu was lost. The pump support was not affected and the system was supported by the system controller's 11 volt lithium-ion backup battery. A cause for the loss of power to the mpu could not conclusively be determined. A review of the device history records could not be performed as the serial number of the device was not provided. No further information is available. The manufacturer is closing the file on this event.

Event description:
During investigation of the complaint, analysis of the submitted patient's system controller log file confirmed no external power events recorded on (B)(6) 2017. This could be caused by the power cord of the mobile power unit (mpu) coming loose at the mpu or the wall outlet. During these events the system controller¿s internal backup battery provided power to the pump as designed. Additional information was requested, but not provided.